Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced a low blood glucose. Customer's blood glucose level was 42 mg/dl. Troubleshooting was performed. Customer treated their low blood glucose via carbs. Customer advised the auto mode feature was not active during the low blood glucose event. The insulin pump will not be returned for analysis.